Manufacturer narrative:
(B) (4). MFR date: unk as lot is unk. Event is still under investigation at this time.

Event description:
The legs of the filter were twisted and did not deploy. The physician released the product, and it went into the pulmonary. The device was retrieved with another MFR's snare. No adverse effect on the pt.